Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a manual tube malfunction was confirmed during product evaluation. The assignable cause was a defective pump head module. The pump head module was replaced to correct the reported condition. The user interface module software version is 5.09.90.

Event description:
The facility reported a colleague infusion pump with a manual tube release malfunction. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up in biomed services. According to the hospital representative, there was no patient involvement. No patient injury or medical intervention had been reported related to the device. No additional information is available. The user interface module software version of this device is currently unknown.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.